Event description:
Device 2 of 3. Reference MFR report: 1627487-2011-10208. Reference MDR report: 1627487-2011-10210. The patient received the scs system on (B)(6) 2008 which included an ipg and two leads (from different lots). It was reported the patient is experiencing discomfort at the ipg pocket site. It was also reported that x-rays revealed lead migration. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.